Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that sterile processing found one of the femoral impactors damaged. Upon inspection of the impactor, a crack was noted along the anterior side of the impactor and a 1mm chunk missing near where the crack formed. There were no issues during surgery with the impactor, the patient wasn't harmed, the case was not delayed, and no piece of the impactor fell into the wound.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary:the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.